Event description:
Report received of an incident involving a tubing set where the nurse was unable to push medication through the clave port. The pt involved had a diagnosis of myocardial infarction. The pt had undergone a cath lab procedure where the upper port was accessed without problem. After the pt returned to the ER, the nurse reportedly was unable to administer an unspecified solution through one of the clave ports. It is unk which of the ports this occurred with. There was no report of pt harm or adverse pt effect. During subsequent transport to ICU, the tubing set was accidentally pulled out and discarded. Although requested, no further info was available.